Manufacturer narrative:
The cannulated connecting screw for insertion handle (part #: 03.010.146, lot #: us98822) was reported as misaligned. The returned device was investigated and this complaint is unconfirmed. A visual inspection under 5x magnification, functional test, and drawing review were performed the device was received showing minor wear but nothing that would inhibit functionality. A function test revealed that the connecting screw inserted as expected in the returned insertion handle. The nail was not returned so connection to the nail for alignment purposed could not be replicated. A dimensional inspection was not performed as there is no indication that dimensions contributed to the returned 9+ year old device reportedly malfunctioning. Connecting screw drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review part number: 03.010.146 synthes lot number: na supplier lot number: (B)(4) release to warehouse date: 21-nov-2008 supplier: (B)(4). A review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition; this product complaint was for targeting issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that multiple instruments malfunctioned during a lateral entry femoral nailing to repair a midshaft femur fracture due to a motor vehicle accident on (B)(6) 2017. After the surgeon inserted the nail, he inserted the three-part trocar assembly, he then checked to make sure it was being targeted correctly. When he went to insert the guide wire, it kept hitting the nail and was misaligned. The misalignment issue only happened with one guide wire and first set of the three-part trocar assembly. Later in the procedure, he attempted to take the nail out, but the hammer kept getting jammed and wouldn¿t rock back and forth on the hammer guide, he struggled to get the nail out. Then, as the depth gauge was being used to measure the length of the recon screws; the surgeon tried three times and the measurement was inaccurate, it was 10mm longer than needed. There was a reported surgical delay of 10 minutes to take the nail out and reposition it. No additional x-rays or other medical intervention required. The procedure was completed successfully with the patient in stable condition. This complaint involves nine (5) devices. Concomitant devices reported: hammer guide (part# unknown, lot# unknown, quantity 1), nail (part# unknown, lot# unknown, quantity 1), extraction screw (part# unknown, lot# unknown, quantity 1). This report is 3 of 5 for (B)(4).